Event description:
A surgeon reported that during cataract surgery, a haptic on the intraocular lens (iol) punctured the capsular bag. The iol remains implanted.

Event description:
Add'l info provided by the reporting surgeon indicates that he does not believe that the intraocular lens malfunctioned.